Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive but the key alignment was slightly misaligned. The touchscreen was calibrated successfully. The probable cause was a broken touchscreen. This was due to contamination from fluid ingress which altered the characteristics of the touchscreen. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen lost calibration. The device was returned to the biomedical department for an unspecified reason. During testing at the user facility, it was noted that the device touchscreen lost calibration. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.